Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7079280. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7093945. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively. The explanted were discarded by the medical facility and will not be returned.